Event description:
It was reported that this right ventricular (rv) lead was explanted due to it presenting a fracture, which was attributed to an inappropriate suture during the original implant, which caused it to get kinked. A new device was implanted. No additional patient effects were reported.